Event description:
It was reported during inspection at user facility that aseptic housing was broken and the top housing was detached from the bottom housing. It can potentially expose the non-sterile battery to the sterile surgical site. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is not a repairable device and will not be returned to the user facility.